Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed wearing on the motor o-ring. However, the wearing did not affect the performance of the device during functional testing in the laboratory. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving meperidine 40mg/ml at 16.526mg/day and ketamine 12.5mg/ml at 5.164mg/day via an implantable pump. The indications for use were non-malignant pain and failed back syndrome. The patient reported that at times the pump did not work and they had symptom return (back pain) and at other times they were lethargic. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. It was also unknown if there were any diagnostics or troubleshooting performed. The pump was replaced. During the pump replacement it was noted that the pump connector portion of the catheter was connected to a catheter made by another manufacturer. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.